Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and unable to capture. Possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.